Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed that the upstream sensor functioning out of specification and was failing to detect upstream occlusion. The upstream sensor will be replaced.

Event description:
During a baxter evaluation, it was found that a pump has an upstream sensor functioning out of specification. There was no patient involvement.